Event description:
It was reported that the customer went to the emergency room with a blood glucose level of 549 mg/dl, with ketones which were not identified as dangerous by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin which successfully resolved the issue. Customer was released the same day with no permanent damage. Customer reverted to an alternative method of insulin therapy.